Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge came out of the ilet device, and guidance was requested regarding whether the cartridge and connector could be re-inserted. It was explained that reinsertion was acceptable and that the cartridge should be securely locked to prevent it from falling out again. No further assistance was required, and bg was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.